Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned in two pieces for analysis. Visual inspection of the lead found an internal insulation abrasion breaching the ring electrode cable lumen in between the shock coils. The cause of the reported event was isolated to the internal insulation abrasion exposing the ring electrode cable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted the right ventricular lead was explanted and replaced. The patient condition was unknown.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead was oversensing noise. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.